Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.